Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch mw5174424 ¿prosthesis that ruptured post implantation¿ diagnosed via ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.